Event description:
Patient reported having "nipple discharge (fluid)." Patient additionally reported the left side as "painfully hard and looks abnormal due to capsular contracture," baker grade IV. No treatment or surgical reoperation has occurred. Healthcare professional later reported "undesired". Device has been explanted.

Manufacturer narrative:
Continued: h6- f1903. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ nipple discharge: unable to observe since it is a medical event and is not related to the device. ¿ pain-ndr: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ unsatisfactory result: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ other medical: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having "nipple discharge (fluid)." Patient additionally reported the left side as "painfully hard and looks abnormal due to capsular contracture baker grade IV." Healthcare professional later reported "undesired". Patient additionally reported loss vision, rashes, 11 months with no menstrual cycle, early onset menopause and random pain in the thumbs were patient could no longer use their thumbs which are not device related. Device has been explanted.

Event description:
Patient reported having "nipple discharge (fluid)." Patient additionally reported the left side as "painfully hard and looks abnormal due to capsular contracture baker grade IV." No treatment or surgical reoperation has occurred. Healthcare professional later reported "undesired". Patient additionally reported loss vision, rashes, 11 months with no menstrual cycle, early onset menopause and random pain in the thumbs were patient could no longer use their thumbs which are not device related. Device has been explanted.

Manufacturer narrative:
Aware date of the parent record has been corrected to 29/aug/2024 for when the reporting platform changed.